Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low, additionally, the regional repair center identified the following failures: the fibre bonding in the outer tube area (distal end) is damaged, the r-unit (charged coupled device) is broken and therefore the automatic brightness adjustment does not work. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide-bundle of the video cable section is broken and therefore the light transmission is lost or too low olympus will continue to monitor field performance for this device.

Event description:
No information was received from the customer.

Event description:
It was reported that the subject device had a an image that was too dark. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.